Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 522 mg/dl at the time of incident. Customer's other relevant blood glucose level was 500 mg/dl, 406 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as abdominal pain as result of high blood glucose. Customer treated high blood glucose with manual injection. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. (B)(4).